Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was a large piece of tissue on the helix suggesting dislodgement, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had no output and was causing diaphragmatic stimulation. It was also reported that there may have been damage to the helix tip, so the lead was removed and replaced. No further patient complications have been reported as a result of this event.